Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx), was being used during a laparoscopic cholecystectomy with ioc procedure on an unknown date when it was reported, ¿item trs100sb2 failed during a surgery bag was tearing no patient injury and no delay to surgery another unit was used.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questioning found that the device fragmented in the patient and the fragmentation was removed with a grasper. The procedure was completed with an alternate device and the patient was ¿discharged home¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received two boxes of trs100sb2 in original package. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection and the device functioned as intended. A device history record review could not be conducted as a valid lot number was not provided. Reporter declined information if the returned, unused samples were same lot number as used device. A 2 year lot history review could not be conducted as a valid lot number was not provided. Reporter declined information if the returned, unused samples were same lot number as used device. A two-year review of complaint history revealed there has been a total of 27 complaints, regarding 29 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not deploy or retract the anchor¿ tissue retrieval system¿ while the distal end of introducer remains inside a trocar as it may adversely affect performance. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx), was being used during a laparoscopic cholecystectomy with ioc procedure on an unknown date when it was reported, ¿item trs100sb2 failed during a surgery bag was tearing no patient injury and no delay to surgery another unit was used.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questioning found that the device fragmented in the patient and the fragmentation was removed with a grasper. The procedure was completed with an alternate device and the patient was ¿discharged home¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.